Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 46. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.